Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and undefined impedance. The rv lead was removed apart from the tip of the lead which remained in the heart as it broke, and was replaced. No patient complications have been reported as a result of this event.